Event description:
Customer reported issue with erroneously low na results being noticed intermittently. Customer confirmed that no erroneous results were reported out of the lab. There is no affect to patient treatment. Customer stated that finding patient data in their archive files was difficult and has declined to provide documentation. Customer stated that about 15 patient samples had to be repeated due to the original samples being 3-4 units low.

Manufacturer narrative:
Fse confirmed intermittent results drifting low. Fse was informed that the customer had already changed out the electrodes which included the reference electrode and the internal solution of the reference electrode. Fse replaced the d-pot tubing that comes off the bottom of the sample pot and goes to the flow cell, replaced the pinch valve tubing and roller pump tubing. After priming and recalibration, fe noted improvement in ise slope recovery. Slope recovery is optimally 50. The improved slopes were na = 47.3, k = 49.3, and cl = -49.5. Fse review calibration slopes and determined values and voltages were under what he expected. Fse replaced the ise cables and cleaned the ref block. He then replaced the ise ref valve per mod #11320. Priming and calibration followed. Ise calibration slopes were now hitting the recommended 50 target. Validation of system was obtained through a successful qc run performed by the customer. The manufacturer reference number for this event is (B)(4).